Event description:
It was reported that on (B)(6) 2023, a 29mm portico valves was selected for an implant. The annular dimension of the native valve was aortic annulus perimeter: 80.6 mm. The implant depth at deployment was noted as 2mm. The implanted depth at release was 1mm. There was sufficient calcium to allow anchoring of the device. The patient did not have a horizontal aorta. During final released of the valve, the valve migrated due to forward tension applied on the flexnav delivery system during final deployment. The valve was not snared. The patient did not have a hypertensive episode at the time of migration. The migrated valve did not block a coronary artery. There was no interaction between the delivery system and the valve. There was no difficulty with deploying or retracting the valve during the procedure. The patient's gradient was noted as 15 mmhg following the implant. A 2nd 29mm portico valve was selected in a valve-in-valve procedure. The patient's status was noted as stable.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that the migration was due to forward tension applied on flexnav during final deployment for first operator. The field also indicated that the starting implant depth was 2mm and the final implant depth was 1mm, less than the optimal 3mm depth which could have contributed to the reported event. It was reported that , there was sufficient calcium to allow anchoring of the device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valves was selected for an implant. The annular dimension of the native valve was aortic annulus perimeter: 80.6 mm. The implant depth at deployment was noted as 2mm. The implanted depth at release was 1mm. There was sufficient calcium to allow anchoring of the device. The patient did not have a horizontal aorta. During final released of the valve, the valve migrated due to forward tension applied on the flexnav delivery system during final deployment. The valve was not snared. The patient did not have a hypertensive episode at the time of migration. The migrated valve did not block a coronary artery. There was no interaction between the delivery system and the valve. There was no difficulty with deploying or retracting the valve during the procedure. The patient's gradient was noted as 15 mmhg following the implant. A 2nd 29mm portico valve was selected in a valve-in-valve procedure. The patient's status was noted as stable.